Manufacturer narrative:
(B)(4). Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 via the right common femoral vein. Perforation and tilt of the filter is alleged." (B)(6) 2009 inferior vena cava (ivc) filter placement: "the sheath was placed just below the renal veins and a cook celect ivc filter was placed under fluoroscopic guidance. The sheath was withdrawn leaving the ivc filter in place just below the level of the renal veins. A repeat ivc cavagram was then performed which demonstrated the ivc filter to be in excellent position." Per the (B)(6) 2018 computed tomography (CT) abdomen without contrast: "note made of an ivc filter within the immediate infrarenal ivc. There is no evidence for strut fracture. The right-sided lateral strut extends lateral to the ivc for a distance of 1 cm. No sign of perforation of adjacent organs. The strut lies entirely within the retroperitoneal fat. Note made of an abnormal lateral tilt. The apex of the filter lies along the left lateral border of the ivc. Abnormal tilt to the left is noted with an angle measuring 30°. The apex lies within the center of the ivc in an ap direction with no sign of abnormal ap tilt. There is no evidence to support her to suggest ivc thrombosis."